Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result within the risk stratification range for one patient generated by the unicel dxc 600i synchron access2 clinical system. The result was reported out of the laboratory. The sample repeated on an alternate unit and lower results within the normal reference range were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in bd lihep plasma tubes with a gel separator and centrifuged for ten minutes at 3000 rpm.per customer, the samples are analyzed from the primary container through the close tube accession (cta).qc and system information has not been supplied to date.service was not dispatched.a definitive root cause has not been determined to date for this event with the data provided.